Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1006656 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot 1006656, test base part number 190-430/ lot 1006656. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1006656 showed that the complaint rate is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported three false positive results with the ID now covid-19 assay for samples collected at multiple sites between (B)(6) 2020 and (B)(6) 2020. Testing dates were not provided, however the customer reported a false positive results with the ID now covid-19 assay on three nasal swab in transport media samples collected on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 collected at two different collection sites. No other details were provided regarding the sample collection method, and storage or transport conditions. Repeat testing was not performed. Confirmation testing dates and times were also not provided, however confirmatory nasal sample collection in transport media using the core lab platform provided negative (not detected) results (CT values not provided). Collection of the confirmation sampels also occurred on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. No patient information, including demographic data, whether asymptomatic or symptomatic, delay in diagnosis, impact on treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.